Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a thoracic endovascular aneurysm repair (tevar) was performed on an aortic aneurysm from the aortic arch to the thoracic aorta with an implanted non-medtronic stent. A new sheath was attempted to be placed for the transcatheter aortic valve implantation (tavi) procedure; however, it was difficult to advance both an 18 french and 20 french sheaths. A non-medtronic guidewire was used but was unable to advance. The inline sheath was inserted but did not advance due to a femoral artery tear that the physician reported occurred prior to using the delivery catheter system (dcs). The proximal site of the torn femoral artery was cut down, and the dcs was inserted with the inline sheath. Due to severe tortuosity of the lower extremity artery to the descending aorta and severe curvature of the thoracic aorta, the dcs which contacted the frame of the stent graft, was difficult to advance into the arch. The direction of the spine was changed, and an 18 french non-medtronic sheath was inserted; however, the dcs did not advance. Using a 6 french sheath in the contralateral femoral artery, a non-medtronic guidewire was advanced. After leaning to the lesser curvature side by advancing the dcs with dilation using a 10 mm non-medtronic balloon in the aortic arch, the dcs passed through successfully. The valve was implanted successfully. The femoral artery was repaired with an artificial blood vessel and sutured. Following the procedure, disseminated intravascular coagulation (dic) developed and further suturing was required due to continuous bleeding on the contralateral side where a non-medtronic closure device had been used for hemostasis. Later in the day, a retroperitoneal hematoma was noted and the stent graft was observed to have slightly migrated toward the descending thoracic aorta. The cause of the hematoma is not known, but the physician did not attribute it to the device. The patient developed shock and bowel ischemia due to celiac artery occlusion and intestinal necrosis identified by computed tomography (CT) angiography and the patient subsequently died. The exact cause of death is not known, but the physician indicated it was unrelated to the valve; however, the relationship between the dcs and the celiac artery occlusion was not known. It is unknown whether an autopsy was performed. The femoral artery was reported to be calcified with a minimum diameter of 5.1mm.